Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set occlusion event on (B)(6) 2023 after 3 or more of insertion. Infusion set has been used more than 72 hours. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion customer replaced infusion set and resumed insulin deliveries successfully. No further information available.